Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) and left main (lm) artery with 70% stenosis and moderate calcification. A 3.5x23mm xience skypoint stent was implanted and cine was done to confirm the stent placement and good timi 3 flow. The dragonfly opstar imaging catheter was prepared per instructions for use (IFU) and was inserted into the lad. However, the patient had ECG changes upon placement of the imaging catheter. Angiography showed no re-flow. The catheter was removed. Ventricular fibrillation occurred due to the no reflow state and required electrical cardioversion. Patient recovered and the flow also restored. Stent result was good, ending the procedure. It is unknown if the catheter caused or contributed to the reflow. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- a partial UDI was provided as the lot number is not known.

Event description:
Subsequent to the initially filed reports, the following information was provided: the treatment for the no re-flow and ECG changes was nitroglycerin and nitroprusside. In the physician's opinion, the dragonfly opstar caused or contributed to the no re-flow, ECG changes and ventricular fibrillation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported occlusion and ventricular fibrillation which resulted in EKG/ECG changes, unexpected medical intervention, delay in treatment, and medication required could not be determined. In the physician's opinion, the dragonfly opstar caused or contributed to the reported event and patient effects; however, this could not be confirmed, and the device was not returned for root cause analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.